Event description:
Event servo-u stopped while on pt. Alarm stated "technical error", screen completely froze and pt settings were not being delivered. Rt responded within 1 minute and began hand bagging until a new vent was brought. Vent would not go into standby. Screen was completely frozen and none of the buttons would work, manual hard shut off from back was required.